Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx curved transobturator mid-urethral sling system in (B)(6) 2007. According to the patient, she has had persistent bowel problems (specifics unknown) since the implantation date. She also began to experience severe, deep-seated pain in the saddle region in (B)(6) 2012, which has increased in severity since then. The patient also reportedly experiences intense, burning inflammation. She wonders if she is having an allergic reaction to the mesh, and if there is mesh erosion. The patient is seeing a consultant at a hospital regarding attempting to remove the mesh, and reportedly understands this could be difficult to accomplish. All other information is unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx curved transobturator mid-urethral sling system in (B)(6) 2007. According to the patient, she has had persistent bowel problems (specifics unknown) since the implantation date. She also began to experience severe, deep-seated pain in the saddle region in (B)(6) 2012, which has increased in severity since then. The patient also reportedly experiences intense, burning inflammation. She wonders if she is having an allergic reaction to the mesh, and if there is mesh erosion. The patient is seeing a consultant at a hospital regarding attempting to remove the mesh, and reportedly understands this could be difficult to accomplish. All other information is unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).